Manufacturer narrative:
Product ID: 8711 lot# n134224003, implanted: 2008 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump's "lines were broke", which likely refers to the catheter. It was stated that "something didn't get hooked up properly or something". As a result, the patient experienced a month of withdrawal. The drugs in this system were fentanyl and dilaudid.